Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with presyncope. Upon interrogation, the atrial lead exhibited oversensing with noise and the right ventricular lead had loss of capture. The patient was hospitalized. The atrial lead was capped and replaced on (B)(6) 2019 and the right ventricular lead was reprogrammed off. The patient's condition post procedure was stable, and was discharged. Related manufacturer reference number: 2017865-2019-12529.